Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. For broken cut cable based on the results of the investigation, olympus confirmed broken cables is due to problems due to the weakening or breakdown of its material when subjected to stress or a series of repeated stresses. For the case of dead pixels on the image the cause was due to a faulty charged coupled device discovered. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had a broken cut cable and dead pixels on the image. There were no reports of patient involvement.